Manufacturer narrative:
The failed sample has been returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
During my first 2000 assessment, PICC line dressing gel was swollen and damp to touch. Dressing was peeling at lower edge. Notified charge nurse. We changed dressing to site and found catheter to have a hole in catheter. Removed catheter per protocol.

Manufacturer narrative:
The failed sample has been returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
During my first 2000 assessment, PICC line dressing gel was swollen and damp to touch. Dressing was peeling at lower edge. Notified charge nurse. We changed dressing to site and found catheter to have a hole in catheter. Removed cather per protocol.

Manufacturer narrative:
We received the catheter as faulty sample. Both lumens are connected to a needle free connection system. It is not possible to flush the catheter as both lumens are severely occluded, but a leakage of the orange lumen is revealed. Microscopic examination shows typical signs of a pressure burst as well as severe fibrin formation and encrustations (probably of blood and medication). There is a statement in our product's IFU: "do not stretch the catheter or subject it to pressure above 21.75 psi (1.5 bar, 1125mmhg)." And "caution: do not use syringes smaller than 10 cc, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of hand-held syringe. Subjecting the catheter to pressure above 21.75 psi can result in catheter rupture and embolism. Small syringes generate higher pressures than larger ones." Furthermore it points out "if the catheter is not used immediately, or its use is temporarily discontinued, it is necessary either to leave an infusion connected all the time to both lumens or to block the catheter according to your hospital protocol. Bolus injections should be slow and must not exceed the maximum bolus pressure of 1.2 bar batch history records were reviewed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out with no exceptions found. There have been two additional complaints for batch 8113387, one additional complaint for batch 8113386 and there are eight additional complaints regarding a leakage on code 4g07125223 within the last three years. No further corrective action initiated by quality management due to this complaint, as this catheter worked well for 19 days and there are no indications of a manufacturing fault. Corrective action: no further corrective action initiated by quality management due to this complaint, as this catheter worked well for 19 days and there are no indications of a manufacturing fault.

Event description:
During my first 2000 assessment, PICC line dressing gel was swollen and damp to touch. Dressing was peeling at lower edge. Notified charge nurse. We changed dressing to site and found catheter to have a hole in catheter. Removed cather per protocol.